Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the while in clinic, the backup battery (bb) from the patient's system controller was replaced after it gave a replace backup battery alarm on (B)(6) 2023. It was noted that the controller and it's bb were less than a year old. Log files were submitted for review. Additional information was received on 21nov2023 that the patient experienced another bb fault. It was noted that the patient stated their controller got very hot at night. It was planned to replace the controller, as well as the patient's mobile power unit. Related manufacturer reference number: 2916596-2023-08319 (controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the mobile power unit (mpu) being exchanged and a functional issue with the mpu was not determined. The mpu (serial number (B)(6)) was not returned for analysis. The provided log file was reviewed; however, no atypical events regarding the mpu were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. Questions regarding the mpu, including the reason for the mpu¿s exchange, were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.